Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the tip of the viperwire was sheared off and remains in the pt's body. The lesion being treated was severely calcified, 70% stenotic. It measured approximately 13cm in length and was located in the anterior tibial artery. The physician used a 6f introducer sheath to cross the target lesion. Using the diamondback 1.5 classic crown oad, the physician performed two runs at low speed (80k rpms) lasting 25secs each. After 15secs during the third run at 80k rpms, the diamondback oad crown was pushed over the tip of the viperwire causing the tip of the wire to be shaved off in the pt's at vessel. It was noted that half-way through this run the fluoro turned off preventing visibility in the treatment region. The cause of the loss of fluoro is unk. The device made a high-pitched noise and the intervention was immediately halted. The vascular surgeon was consulted and it was determined that it was not necessary to remove the tip of the wire as the pt's lesions were improved and she had a palpable pulse in the at which was non-existent prior to treatment. Additional info has been requested regarding this event.

Manufacturer narrative:
Device analysis: the device was discarded; therefore, an analysis of the actual complaint device is not possible and the root cause for the reported event cannot be confirmed. (B)(4).